Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the consumer that the bd insulin syringe w/ bd ultra-fine¿ needle was missing the shield causing sterile breach. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc syringe. Customer states that there was one syringe that did not have a shield. The syringe was returned without the shield and the cannula was bent, which could have been caused by the missing shield. A review of the device history record was completed for batch# (B)(4). All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: possible root cause is likely during the auto packaging operation that the shield could catch on the outside of the carton and when the product tamp station presses the air out of the bags the shield could be removed exposing the cannula. This would likely proceed through the system undetected unless it was detected during hourly visual inspections for missing components. Manufacturing has not taken additional steps for detection of this defect at this time.

Event description:
It was reported by the consumer that the bd insulin syringe w/ bd ultra-fine¿ needle was missing the shield causing sterile breach. Found before use. No reports of serious injury or medical intervention noted.